Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 53 mg/dl back to back with a result of 297 mg/dl when testing was performed 10 minutes apart on the advantage system. Reporter stated within 3 minutes of the comparison, another result of 95 mg/dl was obtained on the same system. Reporter indicated she was experiencing hypoglycemic symptoms during the time of testing, however, was able to self treat with milk. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.